Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure a vascular dissection occurred. The lead was unable to be implanted due to a vascular anatomy and the physician decided not to implant the lead. Following the procedure, the patient developed pericardial tamponade and died.

Manufacturer narrative:
Product event summary # product ID# 419678. The full lead was analyzed and no anomalies were found.